Event description:
It was reported that the inflatable penile prosthesis (ipp) pump did not work as intended. There has been no surgical intervention, and there were no patient complications reported.